Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed, and it was noted that there was a separation at the syringe injection site, also described as a broke membrane tube assembly. The reported condition was verified. The cause of the reported condition was a user error as it was reported that during preparation the customer used an eighteen (18) gauge needle. The overpouch label for the product contains directions which states the size of needles (19 - 22 gauge) required for use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a 250ml intravia container separated from the injection port. While attempting to remove the syringe from the injection port after injecting a drug, the port detached and remained attached to the syringe needle. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.